Manufacturer narrative:
Findings: unable to complete download in carelink pro due to multiple a47 alarms noted in history screen. A47 alarms noted due to corrupted history file. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip. See (B)(4) for reference.

Event description:
It is reported that a customer has physical damage in the form dark circles on the screen of their insulin pump when trying to upload the carelink program. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.